Event description:
Pt with a history of hydrocephalus had a l-sided ventriculoperitoneal shunt (codman hakim programmable shunt) placed ~1.5 years ago. A revision of the ventriculoperitoneal catheter and connector was performed on ~6 months ago (same shunt). Recently, the surgeon removed the previous shunt valve due to malfunctioning and attempted to implant the same type of valve (codman hakim programmable valve) and could not use it, as if was defective (no flow). This new codman programmable shunt valve was not implanted. It was tested on the manometer and "no flow" was noted, so it was not used (still have the packaging and shunt valve). Surgeon, then, implanted a new valve from another vendor.